Event description:
Olympus was informed that at the conclusion of a therapeutic laparoscopic sleeve gastrectomy procedure, a probe check alert was observed during cutting. It was reported that this occurred shortly after the probe tip broke off inside the patient. The 16mm gray piece was completely retrieved using forceps. The procedure was completed using a non-olympus device. There was no patient injury reported. The patient is reportedly doing well after the procedure. Olympus followed up with the user facility to obtain additional information and was informed that an inspection of the probe was performed prior to the procedure and no anomalies were found.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at his time. This type of probe damage is consistent with the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." If additional information is received or the device is returned at a later time this report will be supplemented.